Manufacturer narrative:
The investigation into the purge issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event show that over time there was a gradual increase of purge pressure and decrease in purge flow. The returned console was tested and confirmed to be within specification. Will continue to monitor and trend. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) was experiencing high purge pressures during support with an impella 5.5 pump. The original aic was replaced with another aic and the high purge pressure was resolved. It was noted that the patient was stable, no patient harm or injury reported.